Event description:
It was reported that an ambulance was involved in a traffic accident. It was also reported that the cot came loose from the fastening system at time of impact. A head injury is alleged to the pt onboard the cot, and an emt reported a broken leg.

Manufacturer narrative:
Pictures were received of the cot after the traffic accident and evaluated. The cot has been taken out of service. The cot and cot fastening system likely experienced an impact above specifications. The fastener system is tested according to the standard.